Event description:
Patient's spouse reported by letter that the patient died while being dialyzed with a ca-hp 210 dialyzer. It was the first treatment at this center. The patient's first complaint was of not being able to breathe and progressed to full cardiopulmonary arrest within 15 minutes of treatment initiation. CPR was initiated by their nurse and was continued by the paramedics until the death was called by physician at the paramedics' base hospital. Death certificate lists the following causes of death: a) fibrinous/hemorrhagic pericarditis due to b) serosanguinous pericardial effusion due to c) uremia. No further information regarding this incident is available at this time.